Event description:
The homecare provider (hcp) reported the following information: (1) a pt was set up for the first time in 2000. (2) after 4 hours at 2 lpm, the pt reported to hcp that the unit was empty. (3) hcp went to pt's home and refilled the h300. (4) 4 hours later, the pt reported the same problem. (5) hcp went to pt's home again and set pt up with their concentrator. (6) at some point, either the same day or the next day, the pt called 911 and was reportedly admitted to the hospital for lack of oxygen. (7) pt reported they estimate they were without oxygen for 1 hour while using the h-300. (8) pt reported they were in hospital for over 5 days.